Event description:
After the screws were put in rptr had a reaction to the metal. She could taste it in her mouth and was nauseated all the time. She has chronic pain. She cannot shop or clean her own home now. She can't carry her new grand baby. Her legs get very weak and cramp. She has muscle spasms. She is nervous dealing with pain. Her feet hurt severely; can't have sex. She is incontinent of feces and can not tell when she needs to urinate most of the time. Stomach trouble. She has terrible headaches which come from her buttocks area to her head. She can't lay down, stand or walk for 30 minutes at a time. Her feet and body never felt like this before. The drs said she would never need the screws out unless it was in her mind, just knowing they were there.